Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to competitive atrial pacing. A couple of post-paced t-wave oversensing episodes were observed along with possible pacemaker mediated tachycardia episodes. Programming changes were made. The patient was stable.